Event description:
Customer reported that he was hospitalized for non-diabetes related issue. Customer stated that he had an MRI, the insulin pump was disconnected, but it was in the same room. Customer stated that the insulin pump was alarming motor error and unable to rewind. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test with units remaining on the status screen, followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unit had cracked battery tube threads and scratched display window.